Event description:
Customer reported a past low blood glucose event, with the specific cause remaining unknown. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address the low blood glucose. Control-iq feature on customer's pump was active during the event, and no third-party assistance was needed. Tandem technical support advised the customer to consult with a healthcare professional to discuss factors potentially affecting blood glucose level.